Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with a deep brain stimulation implantable neurostimulator (ins) for parkinson's fell from the bed onto the left side of the body where the ins is implanted. Redness and swelling were observed in the area of the left chest near the implantable neurostimulator. The wound at the implant site subsequently opened, resulting in fluid drainage from the site. The patient was taken to the emergency room, where an infection at the implant site was diagnosed. Intravenous vancomycin was administered as treatment. The patient remained in the emergency room awaiting hospital admission.

Manufacturer narrative:
Continuation of d10: product ID 748251 serial# (B)(6) implanted: (B)(6) 2006 explanted: (B)(6) 2026 product type extension. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient's left ins and left extension were explanted due to infection. Left brain is not infected. The plan is to implant a new ins and extension once patient has recovered from the infection.